Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the while infusing diprivan, the tubing began leaking out of the chamber onto the IV pump and floor. There was no report of patient harm.

Manufacturer narrative:
The customer¿s complaint of a leaking set was confirmed. However, the leak was from the tubing to the smartsite inlet port, not from the tubing to the drip chamber as reported. Visual inspection showed that the pvc tubing was completely separated from the proximal smartsite inlet port below the check valve and fluid was leaking from the separation. Functional testing was not performed because of the separation. Visual inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied at the engagement. Dimensional analysis was performed and the tubing measured within specification. The root cause of the leak was a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.